Event description:
He has a recalled sprint fidelis rv lead. He presents to the hospital today for lead extraction and implantation of new biv ICD system. He claims to be in his usual state of health today and has no new complaints.